Manufacturer narrative:
One (1) used sample, list #b33877 was returned for evaluation on 27-oct-2023. As received an unknown residual was observed on the used sample. On one of the claves from the used sample, a silicone stick down condition was confirmed and a broken male was observed to be stuck in another microclave. The claves of the used sample were dissembled and the following was observed: an intermittence of lubrication on spike (on 2 claves) spike bent condition (on 1 clave) a slit propagation on seal (on 3 claves) no mating device was returned for evaluation. The male luers of the device were found within specification. Clave#1: the probable cause of the internal broken male luer found inside the body was due to unintentional bending force applied during use, trying to disconnected the mating device. Clave#2: the probable cause of the slit propagation observed on the seal is unknown. Clave#3: complaint of silicone sleeve stuck down can be confirmed. The probable cause of the intermittence observed on the spike is typically due to an error during automated process at (B)(6). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a 5" (13 cm) appx 0.46 ml, smallbore trifuse ext set w/3 microclave¿, 3 clamps, luer lock. It was reported that the microclave remains depressed while in use. In some cases, this has caused leaking and disconnection during infusions to central lines. There have also been events of breakage of the hard plastic portion of the microclave. The medication involved was unknown. The event occurred while the product was in use with a patient, and there was unknown harm reported. This is the first of two events reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If a device is received, a supplemental report will be filed.